Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was 300 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.